Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the reported event may have been caused by an incorrect reprocessing by the user. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The watertightness was not maintained due to perforation of the bending section rubber due to external factors. The watertightness was not maintained due to wear of the cover packing of the control section. Due to the elongation of the angle wire, the angulation was insufficient, and the play of the angulation control knob was out of the normal state. The water supply connector was loose due to an external factor. The insertion tube, control section, distal end cover, remote switch, control section cover, up/down angulation control knob, right/left angulation control knob, grip unit, universal cord, boot, endoscope connector, endoscope connector cover, and right/left angulation lock were scratched due to external factors. The electrical connector was flooded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the auxiliary water tube was dirty due to insufficient reprocessing. There was no report of patient injury associated with the event.